Event description:
Did not remove tampon and can't find it- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via email that she did not remove the tampon but she can't find it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.